Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that since they last called mdt on 21-feb-2025, they had been unable to increase their stimulation. They stated that they were getting a message that they have hit the maximum settings. The patient was able to decrease the stimulation, for example they brought it down to 0.9 ma, but when they went to increase it, the maximum settings screen appeared which prevented them from increasing further. They confirmed they had tried all of the programs and this had happened on all of them. The patient was redirected to their managing healthcare provider (hcp) to further address the issue.